Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 255-202-2 (800.8000) was confirmed in the error log which is a soft fault error. ¿ on 28-oct-2024, pcu device was received unboxed and with paperwork. ¿ external inspection revealed no physical damage, cosmetic damage or labeling damage. ¿ error code 255-202-2 (800.8000) was confirmed in the downloaded logs due to a faulty logic board. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center to replace faulty logic board. ¿ failure investigation report attached to on in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 255-202-2 and failed battery conditioning. There was no patient involvement.

Event description:
It was reported that the device had displayed error code 255-202-2 and failed battery conditioning. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.